Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141687.

Event description:
It was reported that the patients midline lead incision was open and draining and had not healed completely. The patient was sent to the emergency room (ER) for evaluation and treatment. No further information has been obtained despite good faith efforts.